Event description:
The doctor reported the implant was removed due to loss of osseointegration, 3 years and 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection and bone resorption were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient is recovering.